Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01467. It was reported the patient experience the leads were no longer connected to the ipg. It is unknown why the leads were disconnected from the ipg. As a result, surgical intervention occurred wherein the leads were removed and replaced to address the issue.